Event description:
Lfs belgium received and email from a sales rep on (B)(6) 2011 alleging that a patient had obtained alleging inaccurate high readings on their one touch verio pro meter. The patient had obtained a 68 mg/dl and a 37 mg/dl on another meter. The readings were taken less than 30 minutes from one another. No further clinical information was reported. The complaint is being reported since the readings are greater than 30 mg/dl (1.7 mmol/l) or 30%.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510 (k) # is k093745.serial number and lot # was not provided.